Event description:
Pt underwent a total abdominal hysterectomy and bilateral salpingo-oophorectomy. While the surgeon was using the argon beam, electrical sparks discharged from the handle portion of the applicator. It burnt a hole in the wet sponge and pt's bowel approximaterly 5 cm. Surgeon put a suture to close hole. Pt stable. Pt discharged to room after surgery. Pt has adenocarcinoma of the endometrium.